Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; (B)(6) 2020] candida albicans (4 cfu) [second time; (B)(6) 2020] klebsiella pneumoniae (9 cfu), proteus miradilis (3 cfu) [third time; (B)(6) 2020] klebsiella pneumoniae (100 cfu), proteus miradilis (100 cfu) the device had been reprocessed with a non-olympus automated endoscope reprocessor, steelco ew2, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) but was returned to olympus europa (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the device. In addition, (B)(4) service department checked the subject device and found the followings. The light transmission of the lens was too low. The braided metal wire of the bending section was worn out. The connecting part of bending section and insertion tube was worn out. There were corrosion at the air valve unit. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.